Event description:
The customer reported the system's vertical column failed to operate. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 was replaced. The system was then found to be working as intended.